Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was loading a 13.2mm tmicl13.2 implantable collamer lens, -11.0/+4.0/092 (sphere/cylinder/axis) into the injector, the haptic broke. "No injury to patient" is noted. Attempts to obtain additional information have not been successful.